Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as warm, itchy red dots on her back. There was no alleged device malfunction. The patient's physician provided benadryl. The patient reported the irritation had improved with use of benadryl and an unknown cream.